Event description:
Per complaint (B)(4), during clinical procedure, components could not be separated.

Manufacturer narrative:
Patient's age, weight are unknown. Implant date and explant date are not applicable since the product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.